Event description:
(B)(4) - observational post-market clinical study ¿ evolution® biliary stent system ¿ fully covered. This observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b fully covered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6) 2014, and the latest procedure occurred on (B)(6) 2019 obstruction was identified on imaging in 4 patients (5.7%, 4/70; 4 events). 1 additional obstruction event was not identified via imaging, resulting in a total 5 recurrent biliary obstruction events in 5 patients discovered in this study. 1 patient with recurrent biliary obstruction indicated on post-procedural follow-up form did not have a corresponding ae form, and thus only 5 recurrent obstructions with known post-procedural days are accounted for. Further details regarding the 1 recurrent obstruction without a corresponding ae form could not be obtained. 1 patient indicated presence of symptoms of biliary obstruction, the type of symptom was not documented. Signs and symptoms of stent occlusion/obstruction include but are not limited to abdominal pain, itching, nausea, vomiting, jaundice, dark urine at last void, pale-colored or light gray stool at last bowel movement. This file captures x01 case of on label obstruction.

Manufacturer narrative:
E1, f3 - facility name: chu angersangers, france and institut paoli-calmettes. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evolution biliary controlled-release stent - fully covered device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study. This file is associated with the following complaints: (B)(4) - loss of stent patency. (B)(4) - off label use with aes. (B)(4) - stent migration. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use (ifu0062), which informs the user of the following potential adverse events "additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel ¿ bile duct ulceration ¿ death (other than due to normal disease progression) ¿ fever ¿ inflammation ¿ ingrowth due to tumor or excessive hyperplastic tissue ¿ nausea ¿ obstruction of the pancreatic duct ¿ pain/discomfort ¿ perforation ¿ recurrent obstructive jaundice ¿ stent migration ¿ stent misplacement ¿ stent occlusion ¿ trauma to the biliary tract or duodenum ¿ tumor overgrowth ¿ vomiting." It should be noted that the instructions for use (ifu0062) lists ¿stent occlusion¿ and "obstruction" as a potential adverse event. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had cancers of biliary or pancreatic origin. As previously noted, ¿stent occlusion¿ and "obstruction" is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity, (B)(4) device was confirmed used. The patient experienced obstruction 365 days post procedure, the patient required intervention as a result of this occurrence no obstruction events were deemed related to the device and/or the procedure by the site.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 09-apr-2025.